Manufacturer narrative:
Test strips have all been used and no longer available.

Event description:
It was reported the patient received the following results within 15 minutes: 261 mg/dl, 179 mg/dl, 131 mg/dl, and 152 mg/dl.